Manufacturer narrative:
(B)(4).

Event description:
The consumer reported via the manufacturer representative that stimulation really stopped working (B)(6) 2014. The patient stated that after that it would work for 15 hours and then it would stop. It would go on and off for the next 7-8 months then off completely beginning (B)(6) 2015. The patient has had not stimulation since then. No falls were reported, but the patient stated she flips around at night and she was not gentle about it. The patient came in with settings of 10v and 115 rate; it was unknown what her normal settings were to estimate the longevity of the battery. The device was placed for complex regional pain syndrome in the right arm, hand, fingers, neck and ear. The patient stated she did feel stimulation in all those areas. It was noted that all impedances were >10000. The plan was to test the lead and if it was okay to replace the extension and battery, otherwise replace the whole system. The issue was not resolved at the time of this report. Further information received from the representative reported that the cause of the intermittent stimulation was unknown and that the patient was instructed to get x-rays and never did. The indication for use was complex regional pain syndrome type I. If additional information is received a follow-up report will be sent.